Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that after dialysis was started on the 74-year-old male patient on impella rp support, the impella flows started to decrease. The rp was unable to flow above 2.4l. Heart team decided to explant, as the patient right ventricle function had improved. There was no patient harm reported.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product and data logs were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. Added h6 impact code 4627.